Event description:
Hospital reported that during a procedure, a pt was injected with 2cc's of air into the left coronary artery. The staff saw air on the images/screen, so they monitored the EKG. Approx 90 secs later, the pt went into asystole. The pt arrested, was defibrillated and CPR was performed to restor heart function. The pt was resuscitated. The staff alleged that the incident resulted from a loose connection of the spat (single-patient disposable) to mpat (multi-patient disposable).

Manufacturer narrative:
A medrad service technician checked the injector with no problems found. The site retrieved the mpat (multi-patient disposable) and opted to keep the product and not permit medrad to perform an assessment of the product. They disposed of the spat (single-patient disposable). A medrad cv clinical marketing specialist and a service technician went to the site to gather info regarding the incident, and check the operation of the injector. Based on this field investigation, the suspected cause of the reported issue is an improper air purge of the spat and/or the blood pressure transducer lines by the user. A loose connection of the spat to mpat is not the likely cause, based upon the statements that no blood back up or leakage at the connection site was noticed. A loose connection typically results in contrast leakage during purge and injection and/or blood backing up into the contrast line. The medrad service technician checked the injector and it was found to be fully operational, with no problems found.